Manufacturer narrative:
Device evaluation summary: device evaluation of charger (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the charger was unable to charge a test battery pack. Upon evaluation, there was contamination on the battery board and the j700 on the bedside board was damaged. The cause of the inability to charge the battery packs is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. The root cause of the damaged j700 is mechanical impact. No adverse event resulted from the damaged charger.

Event description:
A zoll distributor contacted zoll to report that a patient's charger was indicating that there was a problem and was not charging the battery packs.